Event description:
It was initially reported that a pt's pump had went into safe state persistently on three occasions. Two of the occasions occurred within the same week, and the third took place approximately 3 days from (B)(6) 2010. Each time, the pump was able to be reprogrammed out of the safe state condition. The pump began alarming in early (B)(6) and the critical alarms were confirmed by telemetry. The pt was asymptomatic. The pump was explanted and replaced. The pt was noted to have recovered without sequela. On (B)(6) 2010, it was reported that the pump administered lioresal (1000 mcg/ml at 280 mcg/day). The clinical practice was to dilute 20 ml of 2000 mcg/ml lioresal with 20 ml of preservative free nacl inside the pump's 40 ml reservoir. It was noted that the safe state was cleared initially during the (B)(6) 2010 refill. The safe state and alarmed re-emerged twice in the month of (B)(6). Following the implant of the new pump which occurred on (B)(6) 2010, the pt had experienced some uncontrolled spasticity, but no severe or unmanageable sequela. The pt had been admitted after receiving the replacement device for observation. As of (B)(6) 2010, the pt was stable and doing well.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.